Manufacturer narrative:
The down arrow button did not respond due to corroded keypad traces. No button error alarm was noted. The battery out limit alarm could not be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer states to have received a button error alarm and when attempting to troubleshoot by changing the batteries, he received a battery out limit alarm. Customer's blood glucose was 270 mg/dl. After troubleshooting with helpline, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.